Manufacturer narrative:
Intuitive surgical, inc (isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure by installing the battery into the test system. The system failed at power up with errors. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinici-assisted total benign hysterectomy procedure, as the customer drove the patient side cart (psc) forward to dock to the patient, an error occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted an 802 error. The tse walked the customer through various troubleshooting steps to recover the error but the issue persisted. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patent harm, adverse outcome or injury. An isi field service engineer, (fse) was dispatched to the facility and replaced the battery box to resolve the issue. The battery box provides backup power in the event of loss of ac power to the system. This provides enough power to safely undock from the patient.